Event description:
The pt experienced a loss of therapeutic effect on the left side, her left arm was shaking. Her shaking returned after cleaning her refrigerator. She thought the magnet in the door may have turned off her neurostimulator (ins). After turning the pt programmer on the pt was doing better. Additional info has been requested.

Manufacturer narrative:
(B)(4).